Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-jan-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the issue was caused by a faulty inseparable component. A field service engineer investigated auxiliary drawer 5 not recognizing the closed position, replaced the inseparable, and verified functionality with successful drawer recovery and medication access; all tests passed without issues. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary 5 recovery cubie drawer failed to stay closed. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.